Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an incomplete flap, thin flap on superior hinge and because of that surgeon unable to lift. Opaque bubble layer was also reported in unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. System was successfully verified prior to and after the date event was reported. During on site visit field service engineer inspected system and confirmed system performed as per specification and signed service installation record. The review of logfile for the day of treatment shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows four successfully performed treatments. It is not reported which eye of the patient is affected. Therefore, both treatments of the patient¿s eye are reviewed. The logfile shows vacuum one time was around one minutes and twenty-five seconds. The vacuum second time was around forty seconds. The duration of the docking process was around two minutes forty one second and the total treatment duration was around two minutes and fifty seven seconds. The surgeon lost vacuum one and vacuum two, twice each during the docking process/before the treatment. Suction ring and patient interface was docked twice on patient¿s eye because the surgeon has had difficulties to reach a valid suction one and two value. The treatment of the patient's left eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. The attached treatment report shows a decentered flap, possible fluid under patient interface. Long suction times (confirmed in logfile review) and multiple docking attempts can lead to higher variability in the flap thickness results. The logfile shows that the beam control check was performed about twenty-seven minutes and seconds before the start of the treatment and not immediately before the treatment. The treatment of the patient's right eye was finished successfully. No relevant deviation between planned and performed energy is detectable for the reported treatment. The user operated within the recommended energy settings. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Treatment report for right eye shows possible opaque bubble layer, decentered applanation and fluid under patient interface. No technical root cause was identified as the product was found to be within specifications. Multiple dockings and the long suction time can lead to the described issues. The manufacturer internal reference number is: (B)(4).